Manufacturer narrative:
Information contained in this report was previously submitted through psr on (B)(6) 2011 and (B)(6) 2019. Visual analysis of the returned device identified: weight to the spec, deformation, crease fold, white particles. Cloudy and bubbles were observed after autoclave disinfection process. Based on the device analysis the final assessment is: no issues found related with the manufacturing process. The event of pain is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was an implant exchange. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Patient reported severe, breast pain on the left side. Device has been explanted.